Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the key was stuck in lock position error w/o cause. There was unknown patient involvement.

Manufacturer narrative:
H2: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File 3012307300-2024-06575 is no longer considered reportable, please disregard any reports associated with it.